Event description:
It was reported that the device was used during a low anterior resection. The device did not cut when fired. Another device was used to complete the case. The surgical time was extended by one hour and 30 minutes.